Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to their implantable cardioverter defibrillator (ICD) sounding an audible alert tone. Upon interrogation it was discovered the device had triggered recommended replacement time (rrt) earlier than anticipated. Due to the unexpected longevity of the device the patient has been referred to their electrophysiologist (ep) for a generator change, while the device currently remain in use. It was noted that the patient's condition has required many shocks during the duration of the device implant. No patient complications have been reported as a result of this event.